Manufacturer narrative:
The imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 7 years prior to the notification date. The reported event could not be recreated due to the nature of the dental device and event (damaged). The customer has provided x-ray images of the product (x-ray 1-3). These images show the reported implant with different restorative elements attempted to be seated with gaps present. However, damage to the drive feature could not be verified from these images. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62259798. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62259798) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up," h3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. K101880.

Event description:
It was reported by clinician that patient came in with crown out on (B)(6) 2020. Crown was completely out ¿ no evidence of screw fracture or damage to the crown. Healing abutment, abutment screws will not advance past a certain point. We believe the threads of implant have been damaged and would need a thread tap (either the 0493 or 0494) to clean up the internal threading of the implant. Tooth location unknown.